Manufacturer narrative:
Resmed requested for the device to be returned so that an investigation can be performed. The device has not been returned; therefore, the reported complaint cannot be confirmed. If further information becomes available, a supplementary report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no harm or serious injury reported as a result of this incident.